Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed under sensing and far field over sensing at the ra lead channel on the presenting electrogram (egm). Programming options were recommended as well as evaluating lead position. Information from the field representative was received mentioning that the patient has been monitored via latitude system. No inappropriate events stored. The ra lead and the pacemaker remain in service. No adverse patient effects were reported.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed under sensing and far field over sensing at the ra lead channel on the presenting electrogram (egm). Programming options were recommended as well as evaluating lead position. Information from the field representative was received mentioning that the patient has been monitored via latitude system. No inappropriate events stored. Additional information was received mentioning that far field signal continues to be present, but it is appropriately blanked. Also pacing thresholds are high at the ra channel and loss of capture (loc) has been observed. Reprogramming options were discussed for this system. The ra lead and the pacemaker remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.